Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery faults / charger faults) has been confirmed. Upon investigation the battery charger was unable to charge a battery pack. The cause for the failure was contamination on the battery pca and a shorted u13 cmos flash microcontroller. The damage to the microcontroller was caused by the contamination. The charger will not recognize a battery. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was unable to recognize a battery pack.